Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was explanted and replaced. No patient symptoms or additional information was available at this time.

Manufacturer narrative:
.